Event description:
There was reportedly an observed difference between the monitor display and the chart recorder in the way the pt's electrocardiogram was displayed with regard to st segment elevation.